Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a "g7 wearable failure" was reported. The sensor was inserted into the arm on (B)(6)2024. On (B)(6)2024, it was reported that the patient experienced a wearable failure. At around 630pm, the patient was brought to the ER by her mother. The patient had been vomiting. Her wearable also failed and therefore, the patient was not receiving any cgm values. The patient was wearing a tandem insulin pump. At the ER, the patient¿s bg meter reading was 526 mg/dl. The patient was diagnosed with dka and transferred to another medical facility, where she was admitted. The patient was treated with insulin and IV fluids. She was discharged home 4 days later. The patient was ¿doing better now¿ at the time of report. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be very low count aberration. No additional patient or event information is available.